Event description:
This report summarizes one malfunction. A review of the reported information indicated that model 5618000 implantable port allegedly experienced suction problem. This information was received from one source. The one reported malfunction involved one patient with no consequences. The age and weight of the male patient was not provided.

Manufacturer narrative:
H10: for the reported malfunctions, reportability was reassessed and determined to be no longer reportable. H10: as the lot number for the device was provided, a lot history review was performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation is inconclusive for the reported aspiration failure. Based on the available information, the definitive root cause for this event is unknown. The device is labeled for single use. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
As the lot number for the device was provided, a lot history review was performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation is inconclusive for the reported aspiration failure. Based on the available information, the definitive root cause for this event is unknown. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model 5618000 implantable port allegedly experienced aspiration failure to aspirate. This information was received from one source. The one reported malfunction involved one patient with no consequences. The age and weight of the male patient was not provided.